Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 560 mg/dl at the time of incident. The customer treated their blood glucose levels with manual injections. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion reservoir was not occluded.